Event description:
The tip of the shaver blade broke inside patient. The piece was removed approximately 10 days after original surgery. They had to obtain some long hand held instruments (hip instruments) to remove it. The original procedure was not abandoned. The only problem was they has to open the patient again to remove the piece they had to leave as they could not reach it.

Manufacturer narrative:
(B)(4): the returned blade was evaluated and the outer blade tir was observed to be .033 and the inner blade was observed to run out .022. The blade was obviously bent beyond tir requirements. Since the welded tip had snapped at the weld, it is likely that the force applied to the blade caused the blade to bend and the tip weld to snap. No firm conclusion can be made as to when the blade became bent. (B)(4)